Event description:
It was reported by the aci vascular closure specialist that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the left femoral artery via a 6f sheath (model unknown) via an anti-grade approach. A pre-procedure femoral angiogram reveled that the femoral artery was heavily calcified. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device and balloon were prepped per the IFU. A buddy wire (guide wire) was used to deploy the device under fluoroscope. It was reported that it was immediately noticed that the balloon was not fully inflated. It appeared that the vessel was compressing the balloon. When the physician pulled the balloon back the balloon "elongated to the diameter of the inner lumen of the sheath and was pulled into the sheath". The balloon did not burst. The physician attempted three times before he decided to bring the sheath back a little. At this point the physician was able to pull the balloon back to the arteriotomy to achieve temporary hemostasis. The physician opened the side port on the sheath and there was no pulsatile flow. The physician shuttled down, then withdrew the sheath from the tissue tract. The white tamping tube (advancer tube) was not exposed at this point, so the physician decided to abort the use of the device. The patient was converted to 20 minutes of manual pressure at which time hemostasis was achieved. Once the device had been removed from the patient, the aci vascular closure specialist examined the device and confirmed that the sealant was not deployed and remained in the device. It was also confirmed that the device did have an advancer tube. The aci vascular closure specialist reported that later in the day of (B)(6) 2013 he received a phone call from the technician informing him that the physician had to surgically expose the patient's femoral artery by performing an "open repair" (surgical procedure) because the patient had lost blood flow to her leg at the stick location/site. It was noted that it is unclear how the patient lost blood flow to her leg. The physician was able to restore the blood flow successfully. The aci vascular closure specialist reported that he was not able to confirm whether or not the surgical procedure was due to or could have been due to the mynx device/mynx procedure. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.